Event description:
Report or explant of pump due to "infection" received per device return form included with request for analysis of explanted device. Reporter requests for additional information about this event have been unanswered. It was noted that a replacement pump was registered on the same day as explant of this device was documented. A supplemental medwatch report will be filed if additional information becomes available.